Manufacturer narrative:
Event took place in (B)(6). Device not yet returned. As far as further information/ device evaluation becomes available, a follow up report will be sent in to the agency.

Event description:
(B)(4). User's narrative: leakage at the hub.

Manufacturer narrative:
Event took place in (B)(6). This file is considered as closed.

Event description:
(B)(4). User's narrative: leakage at the hub.